Manufacturer narrative:
(B)(4). Additional information was received from the distributor. The distributor has confirmed after speaking with the customer that there was no issue with the sample returned by the customer. The customer used the device successfully; thus this complaint will be voided.

Event description:
The customer reports the guide wire does not enter (through the syringe) straight but turns. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire does not enter (through the syringe) straight but turns. A new device was used to complete the procedure without incident.